Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 409 mg/dl at the time of incident and current blood glucose was 169 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will not be returned device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no low battery alert and blank display noted. Pump was received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners and minor scratches on display window noted.